Event description:
A hospital (B) (4) reported via a fisher & paykel healthcare field representative that an rt340 adult breathing circuit heater wire alarm was sounding on the humidifier. It was found during patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The complaint device has been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report upon completion of the investigation.